Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery. The lesion was pre dilated with an unspecified 2mm balloon and the wanda pta balloon dilatation catheter was used for additional dilation. During advancement of the device the physician noted some resistance. Inflation of the balloon was attempted however, it was noted that the balloon pressure would not increase. The balloon was withdrawn and the procedure was completed with another device. After the wanda pta balloon dilatation catheter was removed, it was noted that a balloon rupture had occurred. There were no patient injuries or complications reported. The patient status is listed as 'good'. This product is only ous approved but it is similar to an approved us device.